Manufacturer narrative:
Currently it us unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported pump having driver malfunction. Troubleshooting was performed and pump is returning for analysis.